Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 5/22/2025, it was reported by a distributor via email that during a procedure on (B)(6) 2025, an ar-1588rt-2j tightrope ii rt with deploying suture experienced a failure. The surgeon followed standard surgical steps, placing the ar-1588rt-2j tightrope ii rt in the femur and inserting a screw into the tibial tunnel. To prepare the femoral tunnel, the surgeon used a 2.4 mm guide pin, followed by a 4.5 mm drill bit, and then an 8 mm drill bit corresponding to the graft diameter. After successfully passing the button through the lateral cortex and securing it against the femoral side, the surgeon began pulling the white sutures using the blue handles to advance the graft into the tibial tunnel. Upon inserting the tibial screw and returning to apply final tension, the surgeon felt the tightrope exited completely through the skin. Upon closer inspection, it was discovered that the tightrope had broken between the graft and the femoral button.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.